Event description:
It was reported that during a procedure, the tip of the device broke in the patients knee. It was further reported that the broken piece was removed without delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the device broke in the patients knee. It was further reported that the broken piece was removed without delay.

Manufacturer narrative:
The product was not returned for investigation as the customer discarded the unit. Therefore, the reported failure mode could not be confirmed. The device history review and non conformance report historical data of the subject part and lot number disclosed no manufacturing related discrepancies observed that could contribute or is related to this condition. Probable root causes for the reported condition can be associated, but not limited to: assembly process and/or misuse. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.